Manufacturer narrative:
Title: incidence and risk factors for fluorescence abnormalities on near-infrared imaging using indocyanine green in stapled functional end-to-end anastomosis in laparoscopic colectomy. Source: international journal of colorectal disease (2020) 35:2011¿2018, https://doi.org/10.1007/s00384-020-03674-z. Accepted: 17 june 2020/ published online: 23 june 2020 I springer-verlag gmbh germany, part of springer nature 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, manual stapler was used for the transection of the ileum and the colon on laparoscopic colectomy with stapled functional end-to-end anastomosis between march 2016 and august 2019. Among 400 patients, some experience post operative complications. 10 patients had anastomotic leakage, 2 had ileus, 1 had intra-abdominal abscess and another 1 had anastomotic bleeding. Reoperation for post-operative complications was required for seven of these patients.